Event description:
Patient was in office for routine pacemaker follow up. Noted significant battery drain. Bsc tech support contacted recommended generator change within 28 days. Manufacturer response for pacemaker, boston scientific l321 accolade (per site reporter). Have not heard back from boston scientific.